Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error message. The device was in clinical use when the issue occurred. No patient or user harm reported. The hospital reported that the device had alarmed, but did not provide the error code message. The device was evaluated, but the issue could not be duplicated during the operational check. A review of the event log was performed, and it was observed that a "backup alarm failed" error message was recorded at the time the event occurred. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The suspected central processing unit (cpu) was returned to philips for failure investigation. The technician documented the following details, "the issue of ls1 and secondary alarm failure has been previously investigated. Testing of this cpu with the accusation of a "check vent: backup alarm failed" error code (1104) has been analyzed, and the results of the testing of this cpu has resulted in a no problem found."

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the issue was not duplicated during testing. The se confirmed that a "check vent: backup alarm failed" error code (1104) was recorded in the event log. The se replaced the central processing unit (cpu) board as a preventive measure.